Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net with multiple non-sustained right ventricular oversensing episodes. Review of the transmission revealed the patient was experiencing a slow ventricular tachycardia and the implantable cardioverter defibrillator exhibited intermittent undersensing. Programming changes were discussed; no intervention was performed. No patient symptoms were reported.